Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(4).

Event description:
The initial reporter stated he/she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At an unknown time, the patient was tested twice in the laboratory using an unknown method, each time resulting with a value of 4.4 inr. At unknown times, the patient performed two measurements using the meter, resulting with values of 2.9 inr and 3.0 inr. At an unknown time, the patient performed an additional measurement using the meter, resulting with a value of 3.0 inr.